Event description:
This spontaneous report was received from (B)(6) and concerns a (B)(6) female pt. She was injected with radiesse into the cheeks and lips on (B)(6) 2015. On the same day, a few hours post-injection, the pt developed swelling at the injection site, around the mouth and cheeks. Follow-up info was received on 04/06/2015. The pt was injected with 1.5 ml (0.8 ml right side, 0.7 ml left side) using linear range technique. The needle used for injection was a 27 g cannula. Further med history and concomitant medications were reported as none.

Manufacturer narrative:
Reportedly, the pt experienced swelling of the whole face. Additionally, redness and sensitivity-pain (affecting the whole face) were reported. Corrective treatment included cipropol, amertil, clemastin, furosemid, diphrophos, and metypred from (B)(6) 2015. The events of redness and pain resolved on (B)(6) 2015. The event of swelling resolved on (B)(6) 2015. In the opinion of the reporter, the events were of severe intensity but not considered permanent. Antibiotic indication was requested and not received. The device history records for the injected radiesse lot were not reviewed as the lot number was unk.